Event description:
Pt apparently had bjork-shiley mitral valve inserted in 1984. -valve disintegrated- pt experienced cardiac arrest and cardiogenic shock and required mitral valve replacement. Pieces of the valve remain lodged in the aorta & lt iliac artery. Pt has suffered some sequelae from hypoxic brain injury and will require rehab.